Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead and competitive right atrial (ra) lead were not fixated and required explant. A revision procedure was performed, during which both the rv lead and competitive ra lead were explanted and successfully replaced with new leads. The physician electively replaced the patient's device at this time, as well. No adverse patient effects were reported as a result of this observation. The rv lead was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Visual inspection confirmed that corrosion was noted on the is-1 terminal pin, likely a result from coming into contact with some kind of corrosive material prior to being returned for analysis. The gore coating insulation was bunched in several placed and cuts were noted in the insulation through to the rate/sense lumen. The distal and proximal ends of the proximal spring electrode were separated from the lead body. Further testing confirmed the lead to be electrically continuous with manipulation. No further testing was performed.